Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was performed to investigate the reported connection issue. A review of all batch record documents was performed for lot number h13h06088 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported event were noted. Visual and microscopic inspection were performed with no abnormalities noted related to the reported event. An unrelated issue was observed on the patient adapter (marks were observed on the outside of the luer indicative of tool use). Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications for the reported event. The evaluation was unable to duplicate the reported event. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set did not connect well to a titanium adapter. The reporter stated that this occurred when the customer connected the transfer set for the first time. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.